Manufacturer narrative:
Product complaint # 229232. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this product code 222343 - lot # 3885394 combination. Review conducted per (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during a shoulder procedure upon insertion halfway their healix br 3.4mm anchor broke in half and the proximal end broke off. It was stated that the proximal end piece was removed with no issues and confirmed that no debris was left in the patient. The surgeon completed the procedure by leaving in the distal tip and the surgeon felt that there was enough of the distal tip to hold the fixation and pulled on the suture to make sure that the anchor was tightly in. It was reported that there were no patient consequences but there was a three minute in the case.